Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately 2 weeks post implant due to cardiac perforation. A revision procedure was performed, and a different lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately 2 weeks post implant due to cardiac perforation. A revision procedure was performed, and a different lead was successfully implanted. No additional adverse patient effects were reported. Additional information: this rv lead has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.